Manufacturer narrative:
(B)(4). Evaluation summary: the condition of a colleague infusion pump with faulty screen was discovered and during product evaluation. The root cause of this condition was assigned to lines on the main display. The user interface module display was replaced to correct this condition. (B)(4). This involved a colleague version 1.7 infusion pump with a user interface module software version of 8.11.00.

Event description:
It was reported to baxter (B)(4) that a colleague infusion pump experienced a faulty display. This event had the potential to interrupt delivery. It is unknown when this condition occurred. There was no report of patient/user involvement, injury or medical intervention in association with this event. The user interface module software version of this device is currently unknown. No additional information is available.

Manufacturer narrative:
(B)(4). This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. Per the customer, the device is available for evaluation; however, the device has not yet been received by baxter. Should the device or additional information become available, a follow-up medwatch will be submitted. Baxter has received similar reports for the reported problem.